Event description:
Firefighter/emt's responded to a patient who was reported to have been down for "maybe up to 9 hours." The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed connect electrodes and would not analyze the patient's rhythm. The patient was not resuscitated but the reporter indicated the alleged device malfunction did not cause or contribute to the patient's death because the patient was not viable.